Manufacturer narrative:
The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing. The reported issue was confirmed. In addition a secondary issue was noted; the test strips were evaluated and found to be misclassified by the meter, the meter reported ¿blood¿ when control solution has been applied to the strip. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio pro plus meter was reading inaccurately high when tested with control solution. The complaint was classified based on customer service representative (csr) documentation as the patient was unable to be contacted, despite numerous attempts, in order to obtain additional information. The patient stated that the alleged inaccuracy occurred at an unspecified time on (B)(4) 2016. At this time the patient obtained blood glucose results of "149 and 64mg/dl" respectively with the subject meter. These results fell out with their respective control solution ranges of "102-138mg/dl" and "25-49mg/dl". Information regarding the medication(s) the patient takes to manage their diabetes was not obtained at the time of the initial call and it is not known whether the patient had made any changes to their diabetes management regimen as a result of the alleged product issue. An unspecified period of time before the alleged product issue occurred, the patient had developed "hypoglycemia". No specific physical symptoms were noted in relation to this. In response to this the patient was taken to the hospital by the emergency medical services and received unspecified treatment for hypoglycemia. At the time of troubleshooting the csr walked the patient through a control solution test and the result did not fall within the appropriate control solution range for the test strip lot being used. The patient's products have been requested for evaluation. Although the patient developed symptoms suggestive of severe hypoglycemia, there is no indication that the reported issue caused or contributed to an adverse event. The patient had become symptomatic prior to the alleged meter issue. In addition, there is no evidence of delay in treatment as a result of the alleged issue. However, this complaint is being reported as a malfunction because the alleged meter issue was not resolved during troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The test strips involved with this complaint have been further evaluated by lifescan product analysis with the following findings: the test strips were found to have results above range when tested with control solution. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for a possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain levels of moisture that reflect normal use. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.